Event description:
It was reported by the patient's daughter that the device system was explanted (and replaced) due to infection. Review of manufacturer's database revealed the patient died the next day. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Follow up with clinic later reported patient was last seen by the doctor approximately two months prior to death and had last device check a month prior to that. She reported there are no details available as the patient chart was archived and not available to them.

Event description:
It was reported by the patient's daughter that the device system was explanted (and replaced) due to infection. Review of manufacturer's database revealed the patient died the next day. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.